Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, clarification was provided on 05/07/2026. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred frequently between (B)(6) 2026. The wearable was inserted into the arm on (B)(6) 2026. The patient¿s parent reported that the cgm began providing inaccurate readings on (B)(6) 2026, with a brief sensor issue noted. The last recorded cgm value was 147 mg/dl at approximately 11:30 pm, around the time the patient began experiencing vomiting and malaise. No bg measurement was performed at that time, and no medication was administered. As symptoms persisted, the patient elected to seek medical care and traveled to the emergency room via uber at approximately 2:00 am on (B)(6) 2026. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator on (B)(6) 2026. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. Cgm inaccuracies reportedly began on (B)(6) 2026, followed by a brief sensor issue and sensor failure on (B)(6) 2026. The last available cgm reading was 147 mg/dl at approximately 11:30 pm on (B)(6) 2026, at which time the patient began experiencing vomiting and feeling unwell. No fingerstick bg measurement was performed, and no medication was taken at that time. The patient presented to the emergency department via uber at approximately 2:00 am on (B)(6) 2026. Upon arrival, a fingerstick bg was reported as ¿high,¿ and laboratory testing confirmed a bg level of 700 mg/dl. Around this time, the cgm displayed a brief sensor error and failed. Treatment in the emergency department included an insulin drip, 4 liters of IV fluids, 4 mg of zofran, and 10 mg of compazine. Diagnostic testing included x-ray imaging, liver function testing, covid-19 and influenza testing, and a lipase level; all results were negative except as noted. The patient was transferred to the ICU, where the physician confirmed a diagnosis of diabetic ketoacidosis (dka). A bg value of 437 mg/dl was recorded at approximately 5:42 am. The patient was discharged around 11:00 am on (B)(6) 2026, reporting improvement in symptoms but continued weakness. Upon discharge, the physician adjusted the patient¿s tresiba insulin dose from 80 units to 30 units daily. No additional injuries, medications, or treatments were reported. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator on (B)(6) 2026. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.